Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra blood glucose meter. The customer obtained readings of 2.3,10.7,1.2 and 4.6 mmol/l within a ten minute timeframe. When plotting each reading against the average on a parkes error grid the results fall in the 'a','b' and 'c' zones. The 'c' zone result shows the difference to be clinically significant.